Event description:
It was reported that during an unknown procedure, after the device fired, no staples deployed. This was found before cut the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No staples deployed.

Manufacturer narrative:
(B)(4). The analysis results showed that the tlv30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples.the device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.